Event description:
It was reported that when using the bd pyxis¿ es server, the customer experienced a power outage in which power to the building was disrupted twice. After power was restored, patients entered into epic were not transferring to pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved itself and the interface worked fine. The patients were crossing as intended. The system functioned as intended when the technical support specialist investigated the issue.